Event description:
A pt controlled analgesia (pca) pump was being setup at the nurse's station prior to being placed in use on a pt. The nurse noticed that after set-up, the medication was leaking from the tubing. The tubing set was removed for inspection by a pharmacist and the biomedical supervisor. A new tubing set was placed in use without further incident. No pt injury occurred.